Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure was continued when the issue happened. The procedure was completed as planned by deleting the cases to make additional room on image disks at the time of event. A philips field service engineer (fse) examined the system on-site and confirmed that free disk space was low. After reviewing log file fse found image processor itself causing low disk space messages and not the image disks. The cause of the ip pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced ippc and hard disks and installed new os disk and reloaded software. After replacing the ippc and hard disks, the system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message: free disk space was low. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.